Event description:
It was reported that the patient underwent a spinal procedure using interbody device. The implant broke upon insertion. The pieces were retrieved. The procedure was complete without any other complications.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.